Event description:
Report received of an underdelivery of an unspecified medication. According to the customer contact, the device was returned to the biomedical department by a nurse who found the container half-full instead of being empty as expected. At this time, it was reported that the display screen indicated that the infusion was completed. There was no reported adverse pt event. Though requested, no add'l info was available.